Event description:
It was reported that their st holster initialized the probe, but when they went to take samples, they received a green cable error code (no code noted). They aborted the case with no samples taken, sent the pt home and rescheduled the case. The case was then completed in 2007.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.